Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/27/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: no defect was found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. A review of the tdd at time of complaint (B)(4) 2015 the pump was suspended for at 10 hours; (B)(6) 2015 the pump was suspended for at 7 hours. Bb data is not available for review; data overwritten due to continued use. Tdd history and basal history adds up correctly to the current basal segment programmed by the user. No eaw¿s in the alarm history indicating an interruption in delivery. Returned battery cap used to perform investigation.. Investigation notes: accuracy testing performed on the pump; no delivery defects found.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient went to the emergency room with a blood glucose (bg) of 430 mg/dl with large ketones, dehydration, excessive thirst, nausea, vomiting, and stomach pain. Treatment included IV fluids and IV glucose. Customer support did not find any other medical conditions or causes of the bg issue. The time and date were correct, the basal and bolus histories were as expected. Although troubleshooting with customer support did not reveal any delivery issues, the patient has discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.